Event description:
The device was connected to a pt, condition not reported. An attempt was made to administer therapy. Reportedly, the device prompted connect cable, and the device pacer could not be utilized as a result. Pt outcome was not reported.